Event description:
Liver decompensation [hepatic failure]. Rupture of varices [oesophageal varices haemorrhage]. Disease progression [disease progression]. Case description: initial information received on 13-may-2016: this spontaneous medical device report was received from a physician and concerned a patient of unspecified age and sex. Patient's medical history and concomitant medications were not reported. The patient underwent radiembolization treatment with therasphere (lot number and expiration date not provided) on an unspecified date for an unspecified indication. One week after the treatment the patient died for treatment related liver decompensation and rupture of varices. The reporting physician considered the death related to the treatment. Further information has been sought. Follow-up information was received on 20-may-2016. Follow-up information was received from the treating hepatologist concerning a (B)(6) year old male patient. The patient's medical history included chemoembolization with lipiodol-epirubicin on (B)(6) 2016 concomitant medications included lipiodol and epirubicin for chemoembolization on (B)(6) 2016. The patient underwent radioembolization treatment with therasphere 5.5 gbq calibration (B)(6) 2015 (lot # 1599278, expiration date not provided) 2.76 gbq to the right lobe hepatic intra-arterially on (B)(6) 2015 and therasphere 4.5 gbq calibration (B)(6) 2015 (lot # 1599281 and expiration date not provided) 0.55 gbq to segment 4 on (B)(6) 2015 hepatic intra-arterially for hepatocellular carcinoma (hcc) multifocal in the right lobe and segment 4 of the liver. On (B)(6) 2016, this patient died after a digestive hemorrhage. Death was considered related to disease progression. The treating hepatologist considers that the event is not related to therasphere administration but to disease progression. This is a final report. Case comment: the event hepatic decompensation and disease progression are listed according to the current instruction for use for therasphere; the event of oesophageal varices haemorrhage is to be considered listed, under gi haemorrhage according to the current instruction for use for therasphere. The initial reporter considered that both events were treatment related and considered the death of the patient also related to therasphere treatment. Based upon the follow-up information including the treating hepatologist's causality assessment and due to a lack of temporal relationship with therasphere treatment, the company considers the events as well as the death of the patient as not related to therasphere but due to disease progression which lead to the hepatic failure and the oesophageal varices haemorrhage. The event is therefore no longer reportable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Liver decompensation [hepatic failure]. Rupture of varices [oesophageal varices haemorrhage] . Case description: initial information received on 13-may-2016: this spontaneous medical device report was received from a physician and concerned a patient of unspecified age and sex. Patient's medical history and concomitant medications were not reported. The patient underwent radiembolization treatment with therasphere (lot number and expiration date not provided) on an unspecified date for an unspecified indication. One week after the treatment the patient died for treatment related liver decompensation and rupture of varices. The reporting physician considered the death related to the treatment. Further information has been sought. Case comment: the event hepatic decompensation is listed according to the current instruction for use for therasphere; the event of oesophageal varices haemorrhage is to be considered listed, under gi haemorrhage according to the current instruction for use for therasphere. The reporter considered that both events were treatment related and considered the death of the patient also related to therasphere treatment. Despite the limited information on this case, and given the temporal relationship the company also considered the events as well as the death of the patient as related to therasphere since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.